Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin es result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent lot 5880 on a vitros xt 7600 integrated system. The assignable cause of the non-reproducible higher than expected patient sample result could not be determined. There were no issues reported with the qc fluids processed at the customer site, and no concerns were raised regarding the accuracy or precision of the vitros assay as historical qc results were determined to be within expectations. However, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent lot 5880 at or below the url concentration of 0.034 ng/ml cannot be determined, and a reagent issue cannot be entirely ruled out as a contributing factor to the event. No precision testing was performed on the vitros xt 7600 integrated system at the time of the event and therefore, an instrument related issue cannot be entirely ruled out as a contributor of the event. However, historical vitros qc fluid results were within expectations, and no evidence of any instrument malfunction were reported, therefore, an instrument issue is an unlikely cause of the event. The customer did not follow the sample collection device manufacturer's recommendation for sample centrifugation. Consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample although this cannot be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5880.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin es result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent lot 5880 on a vitros xt 7600 integrated system. Patient 1 vitros tropi es result of 0.46 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher than expected vitros tropi es result of 0.46 ng/ml was reported from the laboratory. However, a corrected report of <0.012 ng/ml was later issued for the patient. No treatment was initiated, altered or stopped based on the reported result. There was no allegation of harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number 100161926 and reportability assessment 609684.